Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Strings fraying and left inside - vagina [foreign body in reproductive tract]. Strings fraying - tampon [device breakage] . Case narrative: consumer reported that the tampon string frayed. No serious injury was reported.

Event description:
Strings fraying and left inside - vagina [foreign body in reproductive tract]. Strings fraying - tampon [device breakage]. Case narrative: consumer reported that the tampon string frayed. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.